Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a cranial resection, the surgeon found that the trajectory was 1.5 cm imprecise in the posterior direction. It was reported that the pad and vertek arm had not moved. The surgeon believed brain shift occurred. The site was able to use the laser still. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.